Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on (B)(6) 2018 with blood glucose of 250 mg/dl at the time of the incident. The customer was at unknown mg/dl at the time of the call. The customer was treated with an insulin drip and intravenous fluids. The customer experienced symptoms such as fatigue and vomiting. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The insulin pump will not be returned for analysis.